Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ovarian perforation ('ovarian perforation') and menorrhagia ('heavy menstrual bleeding') in an adult female patient who had essure (batch no. 646522) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid and uterine enlargement. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), uterine enlargement ("enlarged uterus") and complication of device insertion ("right fallopian tube had difficulty with placement of the essure,") and was found to have uterine leiomyoma ("uterine fibroid"). The patient was treated with surgery (essure removal surgery and essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the ovarian perforation, menorrhagia, uterine leiomyoma, uterine enlargement and complication of device insertion outcome was unknown. The reporter considered complication of device insertion, menorrhagia, ovarian perforation, uterine enlargement and uterine leiomyoma to be related to essure. Lot number: 646522 manufacturing date: 2009-06 expiration date: 2012-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2020: quality-safety evaluation of ptc. (Product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ovarian perforation ('ovarian perforation') and menorrhagia ('heavy menstrual bleeding') in a female patient who had essure (batch no. 646522) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid and uterine enlargement. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), uterine enlargement ("enlarged uterus") and complication of device insertion ("right fallopian tube had difficulty with placement of the essure,") and was found to have uterine leiomyoma ("uterine fibroid"). The patient was treated with surgery (essure removal surgery and essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the ovarian perforation, menorrhagia, uterine leiomyoma, uterine enlargement and complication of device insertion outcome was unknown. The reporter considered complication of device insertion, menorrhagia, ovarian perforation, uterine enlargement and uterine leiomyoma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: medical record received- lot number, reporter information and menorrhagia , complication during insertion and ovarian perforation were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.